Manufacturer narrative:
H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer¿s initial problem of damaged battery compartment was confirmed; however, a lifting downstream occlusion (dso) seal was identified. The dso seal was replaced. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for damage to the battery compartment, during device evaluation, a lifting downstream occlusion (dso) seal was identified. There was no patient involvement.